Event description:
The customer reported that the ac power module was not working.

Manufacturer narrative:
(B)(4): the customer order an ac power module. Replacement of the ac power module resolved the reported issue. As of 10/06/2010, there have been no further reports of this issue from this customer site.